Event description:
The device was received by a third party biomedical facility with a tag that stated "over dosing." The customer contact could not provide any specific pt info, pump programming, or event details. During testing by the third party biomedical facility, "the pump was working fine." There were no reports of any adverse pt events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.